Event description:
On (B)(6) 2010, the lay user/reporter contacted lifescan to report the one touch ultra meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 6:00 am the patient noted the reported meter would not power on upon insertion of the test strip; she was unable to obtain a blood glucose reading. At 7:00 am the patient experienced the symptoms of sweating, pallor, weakness, blurred vision and "cloudy thoughts". The patient administered self-treatment by consuming food and/or drink; she did not seek any medical attention. The patient manages her diabetes with insulin on a sliding scale. Troubleshooting revealed the meter would power on successfully only with the power button, and the test strips were correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.